Event description:
The customer reported that the ventilator alarmed low o2 supply when the customer delivered 100% o2 to the patient. The customer reported patient involvement with serious injury to the patient.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.